Event description:
During preparation for use of the device for an endoscopic vein harvesting procedure, the user reported there was a reduction of gas flow from the disector tubing. As a result, an alternate harvester was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.